Event description:
Boston scientific received information that this device was explanted and returned to boston scientific for analysis with no allegations from the filed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a detailed analysis was performed. The maximum charge time while implanted was 30.386 seconds. Elective replacement indicator (eri) was not declared. End of life (eol) was five weeks ago with a charge time of 30.386 seconds at a monitoring voltage of 2.57 volts. Eol was declared without eri. The device and battery behavior match that of trended units that reach eri/eol prematurely due to a higher than expected cell impedance increase. The device passed therapy verification testing.